Event description:
It was reported that the customer was hospitalized for hyperglycemia, with blood glucose over 500 mg/dl. The customer's mother stated that the customer had been having high blood glucose levels for the past two days before the event. The customer's mother also stated that the customer last changed her infusion set the day before the event. Programming was correct. Troubleshooting was performed and the infusion set passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.